Event description:
Further follow-up indicates the patient had their system explanted and replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedance values on the lead. Reprogramming was attempted; however, it did not resolve the issue. Surgical intervention may be undertaken to address the issue.

Event description:
It was reported that the issue has since resolved as stimulation was successfully restored postoperatively.